Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which did not reveal any visual abnormalities. Next, functional test revealed no abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and no problems were detected. The leak and flow test revealed the lumen presents an obstruction. The dissection test was performed, the results showed that the obstruction in the lumen is located at the distal end. Laboratory analysis confirmed the reported clinical observations.

Event description:
During an atrial flutter radiofrequency ablation procedure, an intellanav mifi was selected for use. The ablation catheter electrode was damaged, which affected the potential collection. Signal station suddenly was disconnected during use, and repeated restart could not resolve the problem. The procedure was completed successfully without patient complications. Upon receipt of the catheter for investigation an obstruction in the lumen was identified.